Manufacturer narrative:
The peritoneal catheter was returned and was patent. However, the returned catheter did not meet the requirements for leak testing because it was returned in two pieces, one measuring 57 cm, and one piece measuring 25 cm, a total of 82 cm. It is unknown how or when this damage occurred. All of the edges were jagged. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ proteinaceous debris was observed within the interior and exterior of the catheter. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was unknown what environmental/external/patient factors contributed to the issue due to the manufacturer representative was not at the scene when it occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the operating room on (B)(6) 2018 to have a ventricular peritoneal shunt placed; however, the doctor found that the end of the peritoneal catheter was damaged in the process of implanting the material. The product was replaced and the patient's status at the time of the report was alive-no injury.